Event description:
Report received of malfunction of the pump with increased pain. Follow up with hcp revealed pump had 2 episodes of excess residual volume and refill indicating a malfunction. Pt elected to leave care of hcp and has seen another hcp and moved from the area since last visit to reporting hcp. Pt is having problems obtaining medical care.